Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine, morphine drug and baclofenvia an implantable pump for spinal pain indications for use. It was reported that during the pump replacement on (B)(6)2022-12-29, the healthcare provider (hcp) had the drug transferred from the old pump to the new pump. The hcp stated that after the pump replacement the patient was not getting good pain relief, so they made an adjustment. The first refill after the pump replacement was on 2023-02-14. They expected 3.5 ml and were able to aspirate 4ml. The patient came back into the doctor office in march for an adjustment due to complaint of an increase in pain. Additionally, the patient came back into the doctor office for their next refill on june 21 where they expected 5.2ml and aspirated 36ml from the reservoir. The patient had a dye study on the 27th and they were unable to aspirate concluding that the catheter was occluded. The healthcare provider (hcp) stated that the patient abandoned the therapy use and their managing physician retired.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2022 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-oct-2024, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient was referred to the surgeon but did not want to do anything more, so she just stopped using the pump.